Manufacturer narrative:
The user facility has not provided the specific model and serial number of the scopes involved into the reported events. Therefore, it is unknown if the user facility has returned the scope to olympus for service or evaluation.

Event description:
Olympus received a legal document on june 1, 2016 that reported a patient developed unspecified drug resistant bacterial infection and expired after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure at (B)(6) hospital. It was reported that the patient had undergone multiple procedures during (B)(6) 2015. The device model and serial number is unknown.